Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch and isb board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an intermittent uncommanded shut down. There is no report of injury or death associated with the event described in this complaint.